Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for ongoing care escalation from an impella cp device. The 5.5 pump developed a hematoma at the access site. The site was treated by pressure, sandbag and reversal of heparin with protamine.